Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05275 addresses the other device used during the same procedure. It was reported to boston scientific corporation that a flexima biliary stent system and a trapezoid rx lithotripter compatible basket were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010 during the procedure, the proximal end of the guide catheter of the flexima biliary stent system broke, however the physician was able to deploy the stent at the target site. The distal end of the guide catheter remained within the push catheter allowing the device to be removed in one piece. No fragments of the guide catheter device fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the suture was missing from the push catheter. The push catheter suture hole had a slight tear toward the distal end. The guide catheter was broken into 2 sections. The distal portion of the guide catheter was kinked, stretched, and with a suture impression. The proximal portion was stretched, accordioned and stuck onto the guidewire. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-05275 addresses the other device used during the same procedure. It was reported to boston scientific corporation that a flexima biliary stent system and a trapezoid rx lithotripter compatible basket were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 during the procedure, the proximal end of the guide catheter of the flexima biliary stent system broke, however the physician was able to deploy the stent at the target site. The distal end of the guide catheter remained within the push catheter allowing the device to be removed in one piece. No fragments of the guide catheter device fell into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.